Event description:
The doctor said the implant was fine for years and then he converted to the fixed and the implant came out. Loss of integration after 10 years.

Event description:
The dr said the implant was fine for years and then he converted to the fixed and the implant came out. Loss of integration after 10 years.